Event description:
It was reported that during the implant, the lead was implanted and tested via the analyzer. Satisfied with the lead measurements, the lead was connected to the device. The impedance measurements began increasing until they were "out of range." In addition, the device had no capture. When the device was disconnected, the measurements of the lead were "ok" with the analyzer. When the device was connected again, the same issues occurred. After applying a magnet, the device started to pace at 200 bpm. The device was not used. A new device was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.